Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip and moisture damage on the electronic assembly.

Event description:
It was reported that the customer had a button error alarm and moisture damage on the insulin pump. Customer's blood glucose level was 129 mg/dl. Customer stated that she accidentally went into the pool with the pump and got a button error alarm. Customer dropped the pump into the pool yesterday morning. Pump was submerged and there is fluid under the lcd display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.